Event description:
Affiliate reported that foreign matter was noted. The device was used with ji2000. User training schedule is unknown. There were no surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It was communicated that the product was discarded; as such it is not possible to evaluate the product and determine the root cause of this complaint. Furthermore, the lot number for the subject devise was not reported; therefore, the lot history records cannot be reviewed. At this time this complaint is considered to be closed. We will continue to monitor for this or similar complaints for this product code. Device not returned.